Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances on both leads. As such surgical intervention was undertaken and the leads were explanted and replaced thereby restoring therapy.